Event description:
A customer reported to beckman coulter, inc. (Bec) that bloody diluent leak was found on tube caps on the unicel dxh 800 coulter cellular analysis system. The volume of the leak was less than 1 ml. The customer was wearing gloves, a lab coat, and goggles at the time of the event. There was no exposure to mucous membranes or open wounds, and no one sought medical attention. Msds was not reviewed, but the facility has an exposure control plan. No erroneous results were generated. Bec field service engineer (fse) found the probe wash collar was out of alignment. The fse replaced the probe wash collar and performed alignments to resolve the issue.

Manufacturer narrative:
Result: probe wash collar. (B)(4).